Manufacturer narrative:
Additional information received on 11 august 2017 and includes: the ceramic head was removed with the stem. The surgery was completed successfully on (B)(6) 2017. On 25 august 2017 the medical affairs (B)(4) performed a clinical evaluation and commented as follows: partial hip revision surgery (stem and head) occurred 4 years after primary cementless tha. Radiographic image provided shows signs of stress shielding and subsequent stem mobilization. Aseptic loosening is a possible, literature described mid-term adverse event after thr. The causes are often unknown. In this case, the reason of failure cannot be determined. Batch review performed on 01 september 2017. Lot 110244: (B)(4) items manufactured and released on 24 march 2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Possible revision of amistem h 4 years post-op. Reasons for revision are thigh pain and loosening.